Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in clinic follow-up, noise resulting in oversensing was observed on the right atrial (ra) lead. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the right ventricular lead was explanted to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise resulting in oversensing was confirmed. As received, a complete lead was returned in one piece. A visual examination revealed one external insulation abrasion exposing the outer coil consistent with friction to device can. The cause of the reported events was isolated to the exposure of the outer coil in the abrasion zone.